Event description:
It was reported the patient had return of symptoms for two days after holding a gps system and being near an electronic air filter while sitting in the back seat of a car. The stimulator was turned on after two days and the patient's symptoms went away after that. Additional information has been requested from the hcp, but was not available as of the date of this report.